Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a (B)(6) female patient who had essure (batch no. 927077) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal swelling, periapical abscess without sinus, upper respiratory infection, pain in thoracic spine, pain in thoracic spine and multiparous. Previously administered products included for an unreported indication: azithromycin. Past adverse reactions to the above products included nausea with azithromycin. Concurrent conditions included body mass index normal, appetite disorder nos, anxiety, memory loss, candidiasis of mouth and burning micturition. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2013, 10 months 1 day after insertion of essure, the patient experienced pelvic pain ("persistent pelvic pain/pain"). On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced infection ("infections"). The patient was treated with ibuprofen, paracetamol (tylenol regular), ciprofloxacin and surgery (ablation was done on (B)(6) 2014). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, pelvic pain, infection, hormone level abnormal, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, migraine, headache, dyspareunia and weight increased outcome was unknown. The reporter considered device dislocation, dyspareunia, female sexual dysfunction, headache, hormone level abnormal, infection, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. On 23-dec-2013, ultrasound pelvis revealed enlarged uterus with possible adenomyosis in the anterior body and fundus other wise normal exam for age and menstrual history. The pulsatile palpable mass corresponds to a normal appearing distal abdominal aorta. On (B)(6) 2014, findings confirmed normal endometrial canal, a normal uterine cavity with no lesion identified. Normal ostia were seen bilaterally with visible essure coli in the left ostia. The right ostia was. Free of any visible coil. She is status post bilateral hcg, conflicting ab occlusion at a prior date. She has normal external genitalia. Uterine cavity measures 6.5 x 4.5. A normal endometrium is seen, slightly proliferative in appearance. On (B)(6) 2017, tsh values may be falsely depressed, as low as less than 0 . 01 uiu/ ml, for 48 to 72 hours in the presence of fluorescein dyes. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 12-apr-2018: pfs and medical record received. New events added- hormonal changes , abnormal bleeding (vaginal, menorrhagia), urinary tract infection, apareunia (inability to have sexual intercourse), migraines, headaches, migration of essure device, dyspareunia (painful sexual intercourse), pain and weight gain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 26-year-old female patient who had essure (batch no. 927077) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal swelling, periapical abscess without sinus, upper respiratory infection, pain in thoracic spine, pain in thoracic spine and multiparous. Previously administered products included for an unreported indication: azithromycin. Past adverse reactions to the above products included nausea with azithromycin. Concurrent conditions included body mass index normal, appetite disorder, anxiety, memory loss, candidiasis of mouth and burning micturition. In (B)(6) 2012, the patient experienced depression ("depression"), anxiety ("mental anguish") and fatigue ("fatigue"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2013, 10 months 1 day after insertion of essure, the patient experienced pelvic pain ("persistent pelvic pain/pain"). On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced infection ("infections"). The patient was treated with ibuprofen, paracetamol (tylenol regular), ciprofloxacin and surgery (ablation was done on (B)(6) 2014). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, pelvic pain, infection, hormone level abnormal, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, migraine, headache, dyspareunia, weight increased, depression, anxiety and fatigue outcome was unknown. The reporter considered anxiety, depression, device dislocation, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, infection, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. On (B)(6) 2013, ultrasound pelvis revealed enlarged uterus with possible adenomyosis in the anterior body and fundus other wise normal exam for age and menstrual history. The pulsatile palpable mass corresponds to a normal appearing distal abdominal aorta. On (B)(6) 2014, findings confirmed normal endometrial canal, a normal uterine cavity with no lesion identified. Normal ostia were seen bilaterally with visible essure coli in the left ostia. The right ostia was. Free of any visible coil. She is status post bilateral hcg, confiitl1ing ab occlusion at a prior date. She has normal external genitalia. Uterine cavity measures 6.5 x 4.5. A normal endometrium is seen, slightly proliferative in appearance. On (B)(6) 2017, tsh values may be falsely depressed, as low as less than 0 . 01 uiu/ ml, for 48 to 72 hours in the presence of fluorescein dyes. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of product technical complaint incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 26-year-old female patient who had essure (batch no. 927077) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal swelling, periapical abscess without sinus, upper respiratory infection, pain in thoracic spine, pain in thoracic spine and multiparous. Previously administered products included for an unreported indication: azithromycin. Past adverse reactions to the above products included nausea with azithromycin. Concurrent conditions included body mass index normal, appetite disorder, anxiety, memory loss, candidiasis of mouth and burning micturition. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("depression"), anxiety ("mental anguish") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2013, the patient experienced hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2013, 10 months 1 day after insertion of essure, the patient experienced pelvic pain ("persistent pelvic pain/pain"). On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced infection ("infections"). The patient was treated with ibuprofen, paracetamol (tylenol regular), ciprofloxacin and surgery (ablation was done on (B)(6) 2014). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, pelvic pain, infection, hormone level abnormal, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, migraine, headache, dyspareunia, weight increased, depression, anxiety and fatigue outcome was unknown. The reporter considered anxiety, depression, device dislocation, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, infection, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. On (B)(6) 2013, ultrasound pelvis revealed enlarged uterus with possible adenomyosis in the anterior body and fundus other wise normal exam for age and menstrual history. The pulsatile palpable mass corresponds to a normal appearing distal abdominal aorta. On (B)(6) 2014, findings confirmed normal endometrial canal, a normal uterine cavity with no lesion identified. Normal ostia were seen bilaterally with visible essure coli in the left ostia. The right ostia was. Free of any visible coil. She is status post bilateral hcg, confiitl1ing ab occlusion at a prior date. She has normal external genitalia. Uterine cavity measures 6.5 x 4.5. A normal endometrium is seen, slightly proliferative in appearance. On (B)(6) 2017, tsh values may be falsely depressed, as low as less than 0 . 01 uiu/ ml, for 48 to 72 hours in the presence of fluorescein dyes. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 3-jul-2018: pfs received . Events depression, mental anguish and fatigue added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 25-year-old female patient who had essure (batch no. 927077) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal swelling, periapical abscess without sinus, upper respiratory infection, pain in thoracic spine, pain in thoracic spine and multiparous. Previously administered products included for an unreported indication: azithromycin. Past adverse reactions to the above products included nausea with azithromycin. Concurrent conditions included body mass index normal, appetite disorder, anxiety, memory loss, candidiasis of mouth and burning micturition. In (B)(6) 2012, the patient experienced migraine ("migraines"), headache ("headaches"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 12 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain/pain/ pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), weight increased ("weight gain") and fatigue ("fatigue"). On (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced hormone level abnormal ("hormonal changes"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced abdominal pain ("abdominal area pain"). The patient was treated with ibuprofen, paracetamol (tylenol regular), ciprofloxacin, nsaid's, paracetamol (acetaminophen) and surgery (ablation was done on (B)(6) 2014). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, pelvic pain, hormone level abnormal, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, migraine, headache, dyspareunia, weight increased, depression, anxiety, fatigue and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. On (B)(6) 2013, ultrasound pelvis revealed enlarged uterus with possible adenomyosis in the anterior body and fundus other wise normal exam for age and menstrual history. The pulsatile palpable mass corresponds to a normal appearing distal abdominal aorta. On (B)(6) 2014, findings confirmed normal endometrial canal, a normal uterine cavity with no lesion identified. Normal ostia were seen bilaterally with visible essure coli in the left ostia. The right ostia was. Free of any visible coil. She is status post bilateral hcg, confiitl1ing ab occlusion at a prior date. She has normal external genitalia. Uterine cavity measures 6.5 x 4.5. A normal endometrium is seen, slightly proliferative in appearance. On (B)(6) 2017, tsh values may be falsely depressed, as low as less than 0 . 01 uiu/ ml, for 48 to 72 hours in the presence of fluorescein dyes. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2018: pfs received. Event added: abdominal pain. Event infection nos updated to urinary tract infection. Treatment drugs added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.